Manufacturer narrative:
Two 8f fast-cath introducers were received for evaluation. Visual inspection revealed a blood-like substance on both returned devices. The introducers were labeled a and b for evaluation purposes. Review of the device history record was not possible as the lot number is unknown. In conclusion, functional testing revealed a leak with device b during testing. Additional investigation revealed the leak was caused by two tears in the hemostasis seal. However, it is uncertain what caused the tear in the seal. No leaks were detected with device a.

Event description:
It was reported an air leak was found in the introducer sheath and an embolism was noted. External cardiac massage was performed (CPR). The physician then inserted a guiding catheter into right coronary artery and the emboli was removed with no further patient complications. The procedure was being performed on the left side and a lasso catheter was used during the procedure.